Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the q-syte 15cm macro bore bi-ext set tubing kinked during use when attempting to perform the "j loop". This occurred on 10 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter: "kinking of the lumen when they try to do j loop for securing the lumen. So the flow is getting affected because of that kink".